Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2020-07583. Related manufacturer reference number: 2017865-2020-0762. It was reported that the patient died. The cause of death was unknown. No additional information was reported.

Manufacturer narrative:
As received, only the connector portion of the lead was returned in one piece measuring 7.8 cm. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except procedural damage.